Event description:
Note: this is the first of three devices that failed in this event. Refer to associated manufacturer reports 3005099803-2008-05278 and 3005099803-2008-05277 for a description of the second and third events. It was reported to boston scientific corporation that a resolution clip device was using during a esophagogastroduodenoscopy (egd) in 2008, for treatment of a gastric ulcer. According to the complainant, during the procedure, the physician attempted to deploy the clip, and the clip would not separate from the sheath. The procedure was completed using another hemostatic clipping device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant is unable to provide the device lot number; therefore the device manufacture date and expiration date are unknown. According to the complainant, the device is unavailable for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.